Manufacturer narrative:
It was reported that patient underwent concurrent endometrial ablation, d&c, and hysteroscopy procedures. It was reported that patient underwent revision of mesh on (B)(6) /2014 by dr. (B)(6) at (B)(6) due to voiding symptoms secondary to probable obstructive urethral sling with bilateral obturator pain.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency, vaginal itching, vaginal discharge, urinary frequency, vaginitis, interstitial cystitis and urge incontinence.

Manufacturer narrative:
Date sent to the FDA: 01/06/2017. (B)(4). It was reported that following insertion the patient experienced nocturia, urinary tract infection, hematuria, pelvic muscle spasm, and dysuria.

Event description:
It was reported that following insertion the patient experienced nocturia, urinary tract infection, hematuria, pelvic muscle spasm, and dysuria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced atrophic vaginitis, and incomplete bladder emptying.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat incontinence and urgency. It was reported that the patient underwent the concurrent placement of a novasure device during mesh implantation. It was reported that after implantation the patient experienced pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring, urinary problems, and bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.